Event description:
It was reported that the patient experienced anxiety and discomfort. It was noted that the patient received inappropriate multiple shocks due to oversensing noise and low defibrillatory impedance was observed on the right ventricular (rv) lead. Rv lead conductor externalization was confirmed via imaging. The rv lead was capped (B)(6) 2026 and replaced. There were no patient consequences.